Event description:
It was reported that the patient presented for a cardiac resynchronization therapy pacemaker (crt-p) implantation procedure. During the procedure, the physician encountered difficulty advancing the lead. Device interrogation revealed that the left ventricular (lv) lead exhibited loss of capture and noise. As a result, the lv lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.